Event description:
On (B)(6) 2011, patient reported she started having issues with the up button on the infusion device. Patient stated the up button does not pop up as it normally would. Patient reported she is having trouble with the up button. Patient stated she noticed the issue about 2-3 weeks ago while attempting to program a bolus. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.